Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture symptomatic. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including sinus problems, thyroid problems, vision problems, can't move, sores that don't heal, bad pain on breast, pain in back hands arms legs, hair loss, brain fog, vertigo, insomnia, depression, nausea, and rinse on the nose. Rupture was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the left breast prosthesis.